Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after an infusion set change, with glucose continuing to rise post-dinner and reaching approximately 298 mg/dl; during troubleshooting the caretaker was unable to observe drops when filling the tubing, received an on-device message indicating no insulin, and subsequently performed a device restart followed by a full cartridge and infusion set change, after which insulin delivery resumed and glucose began trending down. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no need for professional medical intervention and no reported immediate health effects. Investigation included guided troubleshooting by customer care and replacement of the cartridge and infusion set to restore therapy. Investigation of this case revealed that the event was consistent with hyperglycemia of unclear cause, with a suspected interruption in insulin delivery prior to the set and cartridge change; no device alarms were reported prior to the ¿no insulin¿ message. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.